Event description:
It was reported that back of last year the patient both of the hips had to do revision because the patient had a metal on metal in the joints front. The surgery it was back in 2004 letting the patient to get chromium poisoning in blood system and high level and so it got to be revised call back. Doi: (B)(6) 2004. Dor: 2021. Left hip.

Manufacturer narrative:
(B)(6)- jun 28 2022 28-jun-2022: contacted patient via phone. Patient answered. Left hip was implanted with pinnacle in (B)(6) 2004 and right hip was implanted with pinnacle in (B)(6) 2004. In 2021 she had pain and elevated metal ion levels and was recommended for revision surgery and has undergone the revision. Patient was interested in if the implants were involved in a recall - patient was informed pinnacle was not part of the asr recall. Patient was interested in compensation for the revision surgeries. Contact information was provided for the legal team and legal team was emailed through ecm. (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(6). - jun 28 2022. 28-jun-2022: contacted patient via phone. Patient answered. Left hip was implanted with pinnacle in (B)(6) 2004 and right hip was implanted with pinnacle in (B)(6) 2004. In 2021 she had pain and elevated metal ion levels and was recommended for revision surgery and has undergone the revision. Patient was interested in if the implants were involved in a recall - patient was informed pinnacle was not part of the asr recall. Patient was interested in compensation for the revision surgeries. Contact information was provided for the legal team and legal team was emailed through ecm.